Manufacturer narrative:
Clarification to section c. Suspect product: lot number rm 6003 ld 19e69-c. Continued d.10. Concomitant therapies: ramipril, metformin hydrochloride, lantus solostar (insulin glargine), cranberry concentrate with vitamin c +e, citalopram, nexium, apidra solostar, amlodipine besylate, align probiotic, and jardiance. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of stroke and chest pain, deemed not device related are considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks bilaterally with 2.5 ml of harmonyca lidocaine. The next day, patient experienced, ¿left mid-cheek bruising at injection site¿ and resolved six days later. About six months later the patient experienced "low ferritin". Event is ongoing. Approximately five months and a half later, the patient experienced non device related left facial numbness, left arm weakness, focal facial numbness with chest pain, vertigo and impaired balance. Patient was admitted to the hospital and discharged a week later. During hospital stay, patient underwent ra imaging chest, and ECG. Patient also had a stress echocardiogram and CT head. Eight days later the patient had an MRI head. That same day the patient was admitted to the hospital and was discharged one week later. Symptoms are ongoing.